Event description:
The device evaluation identified a reportable malfunction, over-delivery.

Manufacturer narrative:
(B)(4). Inspection of the pump during repair found an over-delivery, and the evaluation confirmed the malfunction. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.